Event description:
The customer reported that nurses are forgetting to unclamp the set for the secondary infusion, and this is resulting in doses being missed or delayed.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that nurses are forgetting to unclamp the set for the secondary infusion, and this is resulting in doses being missed or delayed.